Manufacturer narrative:
(B)(4). G2: foreign, event occurred in chile. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during surgery, a baseplate positioner used with reverse prosthesis augmentation broke, and a ratchet handle was locked in reverse and could not be used. Attempts have been made and no further information has been provided.